Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pain female") and autoimmune thyroiditis ("autoimmune disorder- hashimoto's") in an adult female patient who had essure (batch no. A64635) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included birth control pill, irregular menstruation, gravida ii, parity 2, night sweats and endometrial biopsy. Concurrent conditions included obesity, hepatomegaly, irregular menstruation, menstruation abnormal, flash hot, bloating, menometrorrhagia, pelvic adhesions, chronic cervicitis and cyst. Concomitant products included colecalciferol (vitamin d), multivitamin and phentermine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In 2014, the patient experienced trigeminal neuralgia ("neurological conditions or problems: trigeminal neuralgia"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction:itchy skin") and skin swelling ("rashes or skin conditions type: swelling"). In 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2016, the patient experienced pollakiuria ("bladder or urinary problems or changes: bladder disorder/ frequent urination"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"). The patient was treated with gabapentin, ibuprofen and surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, trigeminal neuralgia, vaginal haemorrhage, menorrhagia, pruritus allergic, skin swelling, pollakiuria, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia had not resolved. The reporter considered alopecia, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pollakiuria, pruritus allergic, skin swelling, trigeminal neuralgia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 215 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: small amount of free fluid in the pelvis. On (B)(6) 2013 ultrasound of pelvis was done having results , normal uterus and left ovary.unable to image the right ovary. Small amount of free fluid in the pelvis, no evidence of adnexal mass on (B)(6) 2015 ultrasound of pelvic trasvaginal was done having result are trace free fluid within the pelvis, ovaries not identified. On (B)(6) 2016 pathology test was done having results uterus with cervixl bilateral fallopian tubes: uterus with cervix: chronic cervicitis with focal squamous metaplasia of endocervix and nabothian cysts. No evidence of dysplasia or malignancy. Benign secretory endometrium. No evidence of hyperplasia or malignancy. Right fallopian tube: no pathologic diagnosis. Left fallopian tube: benign paratubal cysts. Left round ligament: consistent with round ligament. No evidence of neoplasia or malignancy. Left adnexal tissue: fibrovascular tissue. No evidence of neoplasia or malignancy . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record dysmenorrhea, dyspareunia, chronic pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), nervous system disorder ("neurological conditions or problems") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. A64635) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included multivitamin and phentermine. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nervous system disorder (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rashes or skin conditions"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and skin disorder ("skin conditions"). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nervous system disorder, autoimmune disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and skin disorder had not resolved. The reporter considered alopecia, autoimmune disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, nervous system disorder, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Lab data, concomitant disease, concomitant drugs were added. Updated suspect drug indication. Lot number added. Events vaginal bleeding, menorrhagia, allergic or hypersensitivity reaction, autoimmune disorder, rashes or skin conditions, bladder disorder, urinary problems, migraines, headaches, neurological conditions or problems, dysmenorrhea, dyspareunia, fatigue, weight gain, hair loss, skin conditions added, event outcome was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pain female") and autoimmune thyroiditis ("autoimmune disorder- hashimoto's") in an adult female patient who had essure (batch no. A64635) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included birth control pill, irregular menstruation, gravida ii, parity 2, night sweats and endometrial biopsy. Concurrent conditions included obesity, hepatomegaly, irregular menstruation, menstruation abnormal, flash hot, bloating, menometrorrhagia, pelvic adhesions, chronic cervicitis and cyst. Concomitant products included multivitamin, phentermine and vitamin d nos (vitamin d). On (B)(6)2013, the patient had essure inserted. In december 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2014, the patient experienced trigeminal neuralgia ("neurological conditions or problems: trigeminal neuralgia"), migraine ("migraines") and headache ("headaches"). In december 2014, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction:itchy skin") and skin swelling ("rashes or skin conditions type: swelling"). In 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2016, the patient experienced pollakiuria ("bladder or urinary problems or changes: bladder disorder/ frequent urination"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea") and rash macular ("rashes or skin conditions: splotchy"). The patient was treated with gabapentin, ibuprofen and surgery ((B)(6)2016, hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, trigeminal neuralgia, vaginal haemorrhage, menorrhagia, pruritus allergic, skin swelling, pollakiuria, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and rash macular had not resolved. The reporter considered alopecia, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pollakiuria, pruritus allergic, rash macular, skin swelling, trigeminal neuralgia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 215 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6)2013: results: small amount of free fluid in the pelvis.. On (B)(6)2013 ultrasound of pelvis was done having results , normal uterus and left ovary.unable to image the right ovary. Small amount of free fluid in the pelvis, no evidence of adnexal mass on (B)(6)2015 ultrasound of pelvic trasvaginal was done having result are trace free fluid within the pelvis, ovaries not identified. On(B)(6)2016 pathology test was done having results a. Uterus with cervixl bilateral fallopian tubes: uterus with cervix: chronic cervicitis with focal squamous metaplasia of endocervix and nabothian cysts. No evidence of dysplasia or malignancy. Benign secretory endometrium. No evidence of hyperplasia or malignancy. Right fallopian tube: no pathologic diagnosis. Left fallopian tube: benign paratubal cysts. B. Left round ligament: consistent with round ligament. No evidence of neoplasia or malignancy. C. Left adnexal tissue: fibrovascular tissue. No evidence of neoplasia or malignancy . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record dysmenorrhea, dyspareunia, chronic pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received event " rashes or skin conditions: splotchy" was added. Outcome of these event was updated as not recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pain female") and autoimmune thyroiditis ("autoimmune disorder- hashimoto's") in an adult female patient who had essure (batch no. A64635) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included birth control pill, irregular menstruation, gravida ii, parity 2, night sweats and endometrial biopsy. Concurrent conditions included obesity, hepatomegaly, irregular menstruation, menstruation abnormal, flash hot, bloating, menometrorrhagia, pelvic adhesions, chronic cervicitis and cyst. Concomitant products included colecalciferol (vitamin d), multivitamin and phentermine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In 2014, the patient experienced trigeminal neuralgia ("neurological conditions or problems: trigeminal neuralgia"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced pruritus ("allergic or hypersensitivity reaction:itchy skin") and skin swelling ("rashes or skin conditions type: swelling"). In 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2016, the patient experienced pollakiuria ("bladder or urinary problems or changes: bladder disorder/ frequent urination"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"). The patient was treated with gabapentin, ibuprofen and surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, trigeminal neuralgia, vaginal haemorrhage, menorrhagia, pruritus, skin swelling, pollakiuria, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia had not resolved. The reporter considered alopecia, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pollakiuria, pruritus, skin swelling, trigeminal neuralgia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 215 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: small amount of free fluid in the pelvis. On (B)(6) 2013 ultrasound of pelvis was done having results , normal uterus and left ovary.unable to image the right ovary. Small amount of free fluid in the pelvis, no evidence of adnexal mass. On (B)(6) 2015 ultrasound of pelvic trasvaginal was done having result are trace free fluid within the pelvis, ovaries not identified. On (B)(6) 2016 pathology test was done having results a. Uterus with cervixl bilateral fallopian tubes: uterus with cervix: chronic cervicitis with focal squamous metaplasia of endocervix and nabothian cysts. No evidence of dysplasia or malignancy. Benign secretory endometrium. No evidence of hyperplasia or malignancy. Right fallopian tube: no pathologic diagnosis. Left fallopian tube: benign paratubal cysts. B. Left round ligament: consistent with round ligament. No evidence of neoplasia or malignancy. C. Left adnexal tissue: fibrovascular tissue. No evidence of neoplasia or malignancy . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record dysmenorrhea, dyspareunia, chronic pelvic pain. Most recent follow-up information incorporated above includes: on 5-jun-2018: from pfs events " autoimmune disorder- hashimoto's, neurological conditions or problems: trigeminal neuralgia, allergic or hypersensitivity reaction: itchy skin, rashes or skin conditions type: swelling, frequent urination" are updated. Treatment and concomitant drug are added. Lab data added. Reporter and patient information added. Concomitant and historical dondition are added from medical records. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.